Manufacturer narrative:
During the analysis of the lead, it was noted that the insulation was damaged by external fraying in the area of the tricuspid valve. The lead showed a short-circuit in this zone. These damages can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires stress on the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of significant mechanical stress on the lead. X-ray images or diagnostic images of any other kind, which could provide information on the spatial relationships of the implanted system in the body, were not available for analysis. The deformations of the shock coils are probably a result of the explantation process. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of 29 months, a drop in impedance (<200 ohm) was reported. No deterioration of the patient's state of health was reported. The lead was explanted.

Manufacturer narrative:
Ous MDR.